Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that within six days of the implant procedure, the right ventricular lead threshold was high. About a week subsequent to that, the pacing rate was low and the impedance had gradually decreased; a "change of lead shape was discovered." The lead was capped and replaced. No patient complications have been reported as a result of this event.